Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We are currently in the process of obtaining further information from the hospital. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Correction: please note that upon receiving the complaint device for investigation it was identified as a 900rd010 t-piece circuit and not an rd1300-10 as indicated in the initial report (9611451-2013-00039). Method: the complaint 900rd010 t-piece circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The returned circuit was visually inspected for the reported defect. A simulation was carried out to replicate the reported damage using a new 900rd010 t-piece circuit. Results: visual inspection revealed tears in the complaint t-piece circuit near the distal connector. Further physical damage was noted approximately 4-6 cm from the distal connector. We were able to replicate the tears observed on the returned t-piece circuit by twisting a new 900rd010 t-piece circuit near the distal connector through several full rotations. The amount of force and manipulation required to achieve the observed damage was excessive and not expected in the normal use of the 900rd010 t-piece circuit. A lot check could not be performed as a lot number was not provided. Conclusion: based on our testing, the damage observed on the returned t-piece circuit was most likely due to the circuit becoming twisted as a result of rough handling. The 900rd010 t-piece circuit has been designed to comply with iso 5367:2000. It is used with a fisher & paykel healthcare's rd900 neopuff infant resuscitator. The operating instructions that accompany the neopuff state: "the neopuff infant resuscitator must only be used after checking that correct pressures will be delivered to the baby". "The following procedure [set up procedure] should be carried out prior to every use of the neopuff to ensure the device is functioning correctly". In addition the 900rd010 user instructions state: "ensure pressures are monitored throughout resuscitation". "Connect the test lung to the t-piece circuit and test resuscitator function before connecting to the patient". Fisher & paykel healthcare contacted the hospital requesting further information about the reported incident and the current status of the patient. The hospital did not provide any further details.

Event description:
A hospital in (B)(6) reported that during reintubation of an infant with a neopuff infant resuscitator the infant did not respond and a defect was noted with the rd1300-10 t-piece circuit. Upon changing the t-piece circuit an improvement in heart rate and sats were observed. The hospital also reported this to the FDA on (B)(4) 2012.

Event description:
A hospital in (B)(6) reported that during reintubation of an infant with a neopuff infant resuscitator the infant did not respond and a defect was noted with the 900rd010 t-piece circuit. Upon changing the t-piece circuit an improvement in heart rate and saturation levels was observed. The hospital also reported this to the FDA on (B)(4) 2012.